Event description:
The patient reported that she awoke with no power to the pump because the battery cap had come loose. At that the her blood glucose reading was approximately 485 mg/dl. She treated the blood glucose level with 12 units of insulin by injection and said that within 45 minutes of the injection fell unconscious. She said her husband administered glucagon to treat the unconsciousness and her blood glucose level was tested at 225 mg/dl after the injection. The battery cap was used beyond the recommended 6 months, and the patient also noticed a battery compartment crack.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. The owner's booklet instructs the user to change the battery cap every six months or if the cap is damaged. The owner's booklet also instructs the user to check for battery cap damage as well as cracks, chips, and damage, as this may impact the battery contact. No conclusions can be made at this time.